Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator stopped working. The device was available for evaluation. A review of the logs indicate that the device had a loss of ventilation at the time of the reported event. The service personnel (sp) inspected the ventilator, confirmed the unit had loss of ventilation, and replaced the direct current (dc) - dc converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator stopped working. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Update to section d4 unique identifier (UDI)#. Section d9 updated due to part return. Section e 3 occupation updated h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, these 980 ventilators stopped working. The device was available for evaluation. A review of the logs indicate that the device had a loss of ventilation at the time of the reported event. The service personnel (sp) inspected the ventilator, confirmed the unit had loss of ventilation, and replaced the direct current (dc) - dc converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One dc-dc converter pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the returned dc-dc converter pcba tested satisfactorily, the potential cause is an intermittent fault in the dc-dc converter pcba. The dc-dc converter pcba serial number is in scope of an internal corrective action/preventative action plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.